Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a travel coarse error occurred. The cause was a worn-out clutch and leadscrew. Replacing the clutch and leadscrew resolved the problem.

Event description:
The device was returned because the pump was showing error check clutch and plunger lever even after the plunger head was replaced. The event occurred during testing. The results of the investigation found that the device had a travel coarse error. There was no patient involvement.